Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of an ophthalmic aneurysm measuring 6mm x 5.50mm. During the pipeline procedure involving two pipelines, it was reported that the first pipeline was flattened around a tight bend and could not be released from the capture coil despite being wagged. It was corked and removed from the patient. A second pipeline was implanted successfully with the help of balloon angioplasty (an option presented in the instructions for use) on the proximal end to achieve full wall apposition. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00354.